Manufacturer narrative:
Correction- section b5, d6a, d6b: the lead was implanted and explanted on (B)(6) 2025, and the issue was discovered during the implant procedure.

Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. During the procedure, the right atrial (ra) lead was too short for the patient's atrium and had no slack. The ra lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
Correction- section b1: checked "product problem" as it was missing in the initial report (B)(4).

Manufacturer narrative:
The lead was returned due to a lead slack issue. A complete lead was returned for analysis. Visual examination of the lead found the helix retracted and clogged with blood/tissue. After cleaning and applying torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x- ray inspection of the lead did not find any anomalies.

Event description:
It was reported that the right atrial (ra) exhibited loss of capture. X-ray revealed that the lead had dislodged. The ra lead was explanted and replaced on (B)(6) 2025. No adverse patient effects were reported.